Event description:
Rayner intraocular lenses limited received notification from (B)(6) of an event that occurred during use of an m-flex t 588f intraocular lens. The event description provided by the healthcare facility states that the lens was "faulty."

Manufacturer narrative:
(B)(4). Our device analysis concluded that "it was impossible to ascertain an injector related cause for this complaint as the injector performed as intended with the superflex 620h +21.00d iol. The damage on the iol suggests that a trapped haptic may have been the cause of this complaint but this was impossible to confirm." Our review of the production records for the m-flex t 588f intraocular lens, batch 011e20085 and associated r-inj-04 injector, batch b104 showed that all manufacturing and quality checks were conducted with successful results. All devices released from these batches were within tolerance, met specification criteria and were without defects. Despite various requests by rayner personnel, no additional information has been provided by the healthcare facility. Without clear event details being provided a failure mode and root cause are extremely difficult to ascertain.